Manufacturer narrative:
A proper eval cannot be performed due to the wire guide being thrown away and not returned. The customer was contacted for additional info and indicated the segment was left in the pt's right kidney. The segment was removed without incident in 2008 and thown out following the procedure. The segment was removed during a previously scheduled procedure. The customer also indicated the pt is currently fine. The customer was again contacted in an attempt to retrieve the part number or lot number info. The customer indicated that info was not available due to not being documented on the pt's chart. Due to the customer not having the lot number info, documentation could not be reviewed. The biwire wire guide is not a teflon product. Therefore, unable to determine if the difficulty the customer has experienced is a cook product. Should additional info become available, it will be forwarded.